Event description:
The rotator broke during a left ventriculogram procedure. No harm or injury was reported. The customer reported two defective devices. The customer has not provided any info or clinical details for the add'l event. The customer is not expected to return any devices for evaluation. This single form FDA 3500a report will be submitted.

Manufacturer narrative:
Device evaluation:the suspect device has not been returned for evaluation investigation. A review of the device history record did not reveal any exception documents. The complaint data base was reviewed and found no similar complaints for this lot number. A f/u report will be submitted when the evaluation is completed. Evaluation method: the device history record was reviewed, the complaint data base was reviewed. Conclusions: other, a f/u report will be submitted when the evaluation is completed.